Event description:
It was reported that the ilet user recently started a glp-1 medication, experienced frequent low glucose readings in the 60s associated with reduced meal intake, and required assistance with ilet setup, pairing the ilet app to the pump, and education on meal announcements and correct meal sizing. Symptoms included hypoglycemia. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and education on troubleshooting and best practices for restarting and using the ilet. Investigation of this case revealed no device problem, identified a usage problem related to incorrect meal size, specifically failure to follow instructions when announcing meals and sizing meals, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.